Manufacturer narrative:
Supplemental submitted with evaluation results.

Event description:
It was reported by repair work order that the bed had intermittent operation. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the head end lift would stop lowering at 22 to 24 inches due to the damaged wire harness #2. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.